Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were oil gel globules in the serum. There was no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were oil gel globules in the serum. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.